Event description:
Device was returned to MFR with a report of "battery failure." "Hcp" reported that the pt was becoming increasingly "stiff" so it was planned to increase pt's dose. When the pump was evaluated at the time of the dose change it was found to have a volume discrepancy indicating that it had not been pumping the required amount of medication. The pump was tested and found to be stopped. The pt had an uneventful replacement of the pump.